Event description:
It was reported that during a wedge resection procedure, the device cut but the staples were malformed. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.